Manufacturer narrative:
Concomitant products: 2509111 - 142-32-00 - cocr fem head 32mm +0 offset 12/14 2589343 - 164-12-11 - novation element ro x/o sz 11 4144756 - 180-01-52 - nv crown cup clstr hole 52mm group 2 4154417 - 180-65-15 - alteon 6.5mm screw, 15mm 4141133 - 180-65-20 - alteon 6.5mm screw, 20mm 4141134 - 180-65-20 - alteon 6.5mm screw, 20mm the product associated with the reported event is within the scope of recall z-1729-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (master case 2022 ca 002670) case no: (B)(4). It was reported via legal documentation that approximately 85 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, pain, swelling, and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-00266.